Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645 lead implanted: 2010 (B)(6); 693558 lead implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that the patient had phrenic nerve stimulation on the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the phrenic nerve stimulation reoccurred and reprogramming was conducted and resolved.